Event description:
It was additionally reported that the patient passed away due to a cerebrovascular accident (cva). The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ventricular tachycardia and cardiac arrest while in the hospital. The patient received an iron infusion and shortly after initiating infusion they experienced shortness of breath lung edema, and anxiety. The patient went unconsciously relatively fast, and resuscitation was started promptly. The pump operated as expected and there were no unusual pump parameters. Inotropes were initiated. The patient was sedated in the intensive care unit and then was moved to the critical care unit. The computed tomography (CT) scan was not conclusive, but brain infarction was suspected. There were no alarms associated with the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. The IFU lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 lvas. This IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.